Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 26 mmol/l on his mobile system, 7 mmol/l on his aviva system within 10 minutes. No information was provided for the aviva system. No adverse event was reported relative to discrepancy. A request was made for the return of the meter and strips.